Event description:
As reported by our edwards lifesciences affiliate in brazil, approximately four (4) months after the transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient developed progressive dyspnea, which led to a hospital admission for further evaluation. During the hospitalization, venous thromboembolism was diagnosed, including deep vein thrombosis and pulmonary embolism. Additional diagnostic assessment identified hypoattenuated leaflet thickening (halt) with evidence of leaflet thrombosis. As part of the etiological evaluation, a colonic neoplasm was diagnosed. Approximately 1 year and 9 months after the initial tavr procedure, the patient underwent a valve-in-valve procedure. A new transcatheter heart valve (thv) was successfully implanted, and the patient was reported to be in stable condition. It was reported that the root cause of the event was suspected to be an underlying hypercoagulable state, possibly related to a paraneoplastic syndrome associated with a diagnosed colonic neoplasm. If the suspected colonic neoplasm is confirmed, a potential surgical approach is being considered. Medical records were received for evaluation. According to the medical records, approximately 1 year, 8 months, and 17 days after the initial tavr procedure, a magnetic resonance imaging (MRI) revealed an apparent reduction of the aortic valve opening. Approximately 3 days later, the patient was clinically assessed and found to be presenting with dyspnea. There was evidence of leaflet thrombosis affecting the bioprosthetic aortic valve. Pulmonary embolism and deep venous thrombosis were also noted. Approximately 1 day later, computed tomography (CT) imaging revealed halt and reduced leaflet opening amplitude. The aortic valve area (ava) was 1.5 cm2. Extensive bilateral pulmonary thromboembolism involving all lobar branches was also reported. No additional information was provided.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (activated clotting time (act) at greater than 250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A definitive root cause was unable to be determined; however, investigation results suggest that patient factors (underlying hypercoagulable state possibly related to a paraneoplastic syndrome associated with a diagnosed colonic neoplasm) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.